Manufacturer narrative:
The driveline was not returned for analysis as it remains implanted. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Visual inspection revealed that the driveline connector nut was loose. A driveline connector repair was performed which resolved the issue. The most likely root cause is the interaction of rtv silicone and epoxy during the connector assembly process that causes a reduction in bonding strength. Heartware has opened an internal investigation to address the issue of loosening/disengagement of the driveline connector barrel. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use provides an instruction and also a caution note about regular inspections of the driveline, specifically stating: "when changing your exit site dressing, inspect the driveline for moisture, cracks, and tears or punctures. Report any damage to your doctor, nurse or vad coordinator." It also cautions, "keep extra driveline length tucked under clothing or secured with an abdominal binder or dressing. Do not let any portion of driveline hang freely where it might get caught on external items such as doorknobs or the corners of furniture. "The instructions for use advises that if a driveline disconnected or connector malfunction/broken, the controller will display a vad stopped message indicating to connect the driveline to the controller. A supplemental report will be submitted when the manufacturer's investigation has been completed.

Event description:
It was reported that prior to smr upgrade the field safety engineer (fse) checked the patient's driveline to see about the status of the latest repair. The fse noticed that the rear nut of the driveline connector was moveable. Manual inspection also revealed that the connector could be turned completely and that the last strain relief and sheath repair was holding rear nut in place. The nurse mentioned that the patient reported falling down two days ago as when he took a wrong step at home. A driveline connector repair was performed per fs0009 rev 02. The patient was admitted for the procedure and discharged. The last report received indicated that the "patient was doing fine so far". No further information was provided.